Manufacturer narrative:
Medical device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on 17 july 2017 via medwatch # 5071023. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI: (B)(4).

Event description:
It was reported that while using a10 ml bd luer-lok¿ tip syringe, the syringe split and sprayed the doctor and staff with contrast. There was no report of serious injury or medical intervention,.

Manufacturer narrative:
Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.